Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the customer explaining that a staff member was stuck with a needle. The distributor explained that there was no additional information regarding the stick (clean/dirty), and what medical treatment, if any, was provided.